Manufacturer narrative:
Additional information: an aortagram was performed for this patient (B)(6) post index procedure to determine if another endoleak was present. It was determined that there was an endoleak due to a tear in the graft at the level of the bifurcation of the graft. The stents had separated and torn the material. This type iiib endoleak was repaired on the (B)(6) 2020, a endurant aui 28x14x104 device was implanted up the left iliac. Once the graft was placed at the level of the left renal artery, the physician then ballooned the proximal and distal portion of the graft with a reliant balloon. Non-mdt coils were then placed in the right iliac to occlude that artery and prevent the backflow of blood into the area that had the leak. A fem-fem bypass was performed. An angiogram was then performed and showed there was no endoleak present and the procedure was completed successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with an aneurysm rupture. It was noted that there appeared to be seal at all three attachment points, but a type iii endoleak and stent fracture were observed in the limb of the existing bifurcated stent graft. The endoleak was near the bifurcation of the native aortic artery. An endurant 20x20x82 iliac extension was placed over the hole and was ballooned. An angiogram was then taken and showed that the leak had been repaired. The groin was closed and the procedure was completed. The physician stated that the cause could not be determined. No additional clinical sequelae were reported and the patient is fine.